Event description:
It was reported that a user was unable to pair a dexcom g7 continuous glucose monitor (cgm) with the ilet bionic pancreas until the separate dexcom receiver was powered off, after which glucose readings appeared on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no medical intervention. User support included remote troubleshooting and education. Investigation of this case revealed that concurrent use of a dexcom receiver interfered with pairing, and the issue resolved when the receiver was turned off, consistent with device-to-device communication conflict. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to incompatible concurrent connections.